Event description:
Customer called to report that she is having trouble rewinding the insulin pump and does not know if she gave herself insulin by accident. Customer's blood glucose ranged from 125 to 216 mg/dl. Advised customer to contact her health care professional and informed them of what has occurred so that they can advise her exactly how to treat. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.